Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: weight to the spec, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: the unit is not rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side rupture. The device remains implanted.